Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional armada 18 balloon referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a highly calcified total occluded left superficial femoral artery. Atherectomy was performed. An armada 18 balloon was advanced to the lesion and inflated once at 8 atmospheres when it ruptured. Then a second armada 18 balloon was advanced to the lesion and inflated once at 10 atmospheres when it ruptured. There was no resistance noted at any point. Another armada balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.